Event description:
Gyrus (B)(4) was informed on (B)(6) 2013 that during a surgical procedure it was noticed melted insulation near the top of the device. When the device was activated it began smoking near the end of the sheath and the rubber melted. A new device was opened and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determined cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.